Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device manufacture date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observation showed a lot of wear marks, and some parts were peeled. The button was cracked and without its cap and the connector tip had marks of heavily use. Finally, there were signs of dent marks along the cord. The footswitch was connected to a vapr vue generator, testing on the returned footpedal confirmed that neither the ablate or coag pedals were working. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the visual results, this complaint can be confirmed. Lot number on the device indicates this device is 3 years old. On the poor condition of the device cable the possible root cause of failure is likely due to a break (open circuit) of the wire in both the ablate & coag circuit caused by ¿impact¿ damage. The possible root cause for the condition of the device can be attributed to wear of the components due to heavily use. Based however, it cannot be conclusively affirmed. As per IFU: it is necessary that the footswitch surfaces can be cleaned with detergents and disinfectant cleaners according to standard hospital practices. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer that preoperatively to an unknown procedure on (B)(6) 2022, it was observed that the vapr 3 footswitch device was not working. During in-house engineering evaluation, it was determined that when connected to a vapr vue generator, testing on the returned footpedal confirmed that neither the ablate nor coagulation pedals were working. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.